Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and could not duplicate the problem. The instrument was tested without further problem and returned to service.